Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the cartridge would not slide all the way onto the pump. Blood glucose level was 85mg/dl. A new cartridge was loaded resolving the issue.